Event description:
On 4/30/97, a donor underwent plasmapheresis at the plasmapheresis center. A haemonretics plasmapheresis bowl was used during the procedure. According to the plasma center director, the phlebotomist performing the procedure noticed that there appeared to be "pink-tinged" plasma layered along the top of the plasma collection bottle being utilized during the procedure, as well as in the attached effluent line. At that time the procedure was discontinued by the phlebotomist, and the center director was notified. The donor was then evaluated by the msa. The donor then produced a urine sample which appeared to show evidence of hemolysis. The donor was taken to emergency dept. The attending physician made a differential diagnosis of hemolysis. However, he also indicated that the donor did not appear to be in danger of renal insufficiency. The haemonetics plasmapheresis bowl and haemonetics harness set were returned to haemonetics corp for eval. At the time of release from the emergency room, the donor remained asymptomatic for hemolysis with no apparent complaints. The donor was instructed to return to the hosp later that night for a follow-up eval, but he did not return.